Event description:
Additional information was received from a consumer indicating that the placement issue was not due to their doctor placing it wrong and that they didn¿t know why it was placed wrong. When asked for the cause of the device not working right the caller indicated it was due to the device not being placed properly and they were going to need more leads put in after the first of the year. The caller continued that they hadn¿t had the device turned on in quite a while and they were very unhappy. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: patient stated they are not using the device right now. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device hadn't been working right. On a second call the patient reported they got the device for their bladder and had never gotten symptom relief since implant. The patient stated they had been to three different doctors and they said it was not put in right. The patient noted they didn't know if it was at an angle or not put in deep enough. The patient stated they had a bladder attack three weeks ago. The patient was having an unrelated surgery on (B)(6) 2019 and then they would deal with the issue after that. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: patient's device for incontinence does not work. No further complications were reported at this time.